Manufacturer narrative:
(B)(4). Correction: the product description changed from (B)(4) manual controlled cosycot infant warmer to (B)(4) baby controlled cosycot infant warmer. Manufacturer narrative: method: the complaint (B)(4) baby controlled cosycot infant warmer was serviced by a qualified service engineer from fph (B)(4) at the hospital's facility. Our analysis is based on the service report and photographs provided by our service engineer, information provided by the hospital engineer and the results of previous investigations into similar complaints. Results: visual inspection of the photographs revealed the plastic legs had a crack near the center of the column. The wheel was also sheared off from the threaded section of the stem and appears to have been winded out from the foot, indicating a loose wheel. The hospital engineer reported that this occurred when the device was moved out of the storage area. As this device is about 7 years old, it is reasonable to expect wear and tear. The review of our production record showed that there was no discrepancy with the subject infant warmer when it was released for distribution more than 7 years ago. A lot check revealed no other complaints of this nature for lot number 080219. Conclusion: cracks to the plastic leg base region of the cosycot infant warmer are known to occur when it has been overloaded. The maximum weight limit for the infant warmers is specified in the infant warmer product technical manual (ptm), ptm (B)(4). No patient consequence was reported as the event was discovered before use. The infant warmer ptm recommends to check for castor roll and lock as a functional test for the wheel at least annually. The infant warmer was returned into hospital service after the plastic base was replaced with a metal base and the unit passed the performance checks specified in the ptm. Servicing conducted at the hospital.

Event description:
A hospital in the (B)(4) reported that the plastic elevator base of an (B)(4) was cracked before patient use. The hospital also requested repair of the device.

Manufacturer narrative:
(B)(4). The complaint (B)(4) manual controlled cosycot infant warmer has only recently been serviced by a qualified service engineer from the fisher & paykel healthcare service centre in the (B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that the plastic elevator base of an (B)(4) was cracked before patient use. The hospital also requested repair of the device.